Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect and back pain. They were seen at the clinic on (B)(6) 2010 and stimulation was turned off to see if the pain would resolve. The pt was then seen on (B)(6) 2010 with no change in her pain, so the stimulation was turned back on and the amplitude was increased. She was seen on (B)(6) 2010 where her programs were changed to 1-, 3+ and the stimulation was increased from 1.8 to 2.6 volts. When seen today, the pt had no improvement and her stimulation was noted as intermittent and very positional with an overstimulation sensation when she stood up. It was noted that the pt was being treated for back pain issues and her pain did not go away when the device was off. She denied any accidents or other incidents and noted that she had quit horseback riding since her last replacement. Add'l info indicated that the pt had a seizure disorder which was now controlled. X-rays were taken but reported as not being helpful. Impedance measurements were normal. Add'l info was requested.